Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level of 900 mg/dl. The customer reported an additional instance of high blood glucose levels in which she went to the emergency room. Blood glucose level at the time of the incident was up to 530 mg/dl. Customer was wearing the insulin pump at the time of the emergency room visit. The customer was shipped a tubing clamp to complete troubleshooting. The insulin pump was not replaced or returned for analysis.